Event description:
Report #2 of 3 received from an abbott international affiliate that suction prematurely stopped during a surgical procedure. The liner was used with a 1500ml canister attached to a berkeley suction machine to terminate pregnancy. The customer physicially altered the product. Reportedly, "the tissue from the procedure enters the liner through the pour spout, where the spout is filled in with the luer cap from arthroscopy sock. This sock has been modified to use in these cases by discarding the fabric part, removing the little cap, which then covers the patient port on the top of the liner. The port tip of the sock is also drilled off and the hole widened on the top of with a drill. The large bore suction tubing then attaches tightly into this hole. There is no evidence of leakage at the t-connection of the canister or with this unusual way of fitting large bore tubing into the pour spout." During the procedure to terminate pregnancy, it was reported that the suction suddenly stopped, resulting in a repeat procedure for further removal of retained products of conception. A replacement altered liner was used to restore suction. There were no adverse patient sequelae. According to the customer contact, they have been modifying the device as routine practice, and have had other similar events "for many years" the customer stated that "there was no evidence that large bore suction tubing was clogged with tissue. The regulator and security of the connections has been checked out by biomed, as well as the berkeley machine itself. All are working properly." Although requested, no additional information has become available.